Event description:
Hcp reports pt was implanted 2003. Physician had difficulties with needle placement. Dr had to cut away bone and there were multiple punctures. Catheter was placed without further incidence. In 2003, the pt complained of numbness in leg. Dr feels the conus is bruised and there will be no ill effects to the pt.